Event description:
It was reported that a symptomatic patient presented in clinic with post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapies. It was recommended the device be reprogrammed and an induction test to be performed. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.